Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the unit produced noise and would not cauterize; therefore, the procedure was completed with a different electrosurgical generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover and chassis, and the output display window was slightly pushed inward. Otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly during mechanical evaluation. During electrical evaluation it was noted that the foot switch was functioning intermittently (see manufacturer report # 3005099803-2012-00177). The foot switch was replaced and the unit passed the endostat ii return evaluation procedure. The complaint of lack of cautery was confirmed; the foot switch was found to be defective, subsequently causing intermittent output. No issues with abnormal noise were noted, however. A probable root cause of this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Reported event: device produced noise. Reported event: device failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the unit produced noise and would not cauterize; therefore, the procedure was completed with a different electrosurgical generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.